Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. The device failed to reconfirm on the 4th attempt. The 5th and 6th attempts were 41 joule shocks. A health care professional (hcp) reported that the patient was originally in atrial fibrillation which was now supraventricular tachycardia (svt). Technical services (ts) indicated that the first attempt was in the monitor only zone. Then 2 anti-tachycardia pacing (atp) were delivered in the ventricular tachycardia zone. On the 4th attempt for shock delivery, reconfirmation failed and the shock was diverted. Shocks were delivered on the 5th and 7th attempt. Ts discussed programming options and suggested turning off the monitor only zone or increase the rate cutoff. No adverse patient effects were reported.